Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing this pacemaker system for a magnetic resonance imaging (MRI) scan, a device check revealed there was a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead a couple months prior. The health care professional (hcp) will contact cardiology for an updated MRI order. This pacemaker remains in service. No adverse patient effects were reported.